Manufacturer narrative:
Complaint investigation completed as part of this report.

Event description:
Ecn event description: patient prepped and draped in sterile fashion. The carotid artery was exposed and upon access of the cca with the enroute mpk the access wire was difficult to advance. The mpk sheath was retracted slightly and then the wire was advanced. The eca was selected, the stiff j-wire was inserted and the nps arterial sheath was inserted. The procedure continued normally, until the clamp was applied and the .014 wire was introduced. It advanced seemingly normally until midway up the cca. After some manipulation the wire was advanced further up past the bifurcation. It was decided to take an angio as the wire placement could not be confirmed. The angio showed the wire directed more towards the eca. The wire was retracted and a new .014 wire was inserted. After some manipulation it was advanced into the ica and to the petrous ridge. Angioplasty and stenting was performed and after a 2 min wash time angiography was performed. A significant dissection was observed in the cca from the sheath tip up to the carotid bifurcation. It was decided to place a 2nd stent to tack down the dissection. After placement of the 2nd stent angiography was performed demonstrating no visible dissection or flow disruption in the cca. The clamp was removed and all devices were removed. Hemostasis was obtained and the surgical pocket was closed. The patient awoke neurologically inact. The patient was discharged the following day without any known complications. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: new wire was used what is the next course of action?: na patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered event date: 2025-12-11 as reported device codes: 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions.